Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that she did a meter to lab comparison test, 1 to 2 hours apart. She had eaten breakfast an hour before the venous lab draw. The meter test (capillary) was done at home, with a reading of 150 or 152 mg/dl. She believes she had a good sample on the strip, but it was uncertain if it was inserted completely. The lab test result was 210 mg/dl. She did not have any symptoms. A control test was not done due to unavailability of control solution. On followup, a control test was in range, 137 (102-154). The lifescan representative reviewed cleaning and comparing meter to lab results.